Event description:
It was reported to boston scientific corporation that a exalt model d was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2026 for an unknown treatment. During the procedure, close to the end the visualization was lost. It was reported fluid was noted exiting through the biopsy cap during the case. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization. Block h11: the complaint device was not returned; therefore, product analysis could not be performed. Due to the lack of evidence, the reported event could not be confirmed. Device technical analysis not performed, as the device was not returned for evaluation. A risk review was completed and confirmed that the event of scope loss of visualization was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. The most probable cause of the reported issue could not be established due to insufficient evidence and the inability to evaluate the device. Cause not established. No further escalation is required.